Event description:
Under an intravenous anesthetic, (B)(6) was prepped and draped in a sterile fashion. (B)(6) was given light intravenous anesthetic. The area was injected with 1% lidocaine. An area of basal cell carcinoma was seen on the extreme medical aspect of the eyelid and also extended up toward the nose and down onto the cheek. It was underneath the medial aspect of the eyelid and also extended up toward the nose and down onto the cheek. Excision was done without complications. Cautery was used to control any bleeding. The cautery unit has been turned down to 25. (B)(6) became agitated the turned her head to the side where we were working. At this time there was a flash off the cautery. The drapes and oxygen were instantly moved away from the pt. There was no fire, just a flash. (B)(6) nares had some carbonaceous material present. There was some slight first degree sunburn on her upper lip and vermillion line. No flashburn area on eyes or cheeks. Tracheal bronchoscopy revealed no inhalation injury to lower portion of nose is more remarkable on the right than on the left on the columella. On passing the scope on the left, it is clear. On the right side, I do appreciate significant swelling and also swelling of lip.